Event description:
Patient reported right side developing sjogren's syndrome, rheumatoid arthritis, and hashimoto's disease (deemed non-related). Healthcare professional later reported rupture. Healthcare professional additionally reported "recalled style 120," "severe calcification," and "leaching." Healthcare professional also reported "rheumatoid arthritis" which is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed openings on the device. ¿ sjogren¿s syndrome ¿ ndr: unable to observe as it is not related to the device. ¿ autoimmune/connective tissue ¿ symptoms of ¿ ndr: unable to observe as it is not related to the device. ¿ arthritis-rheumatoid - ndr: unable to observe as it is not related to the device. ¿ calcification: white calcification observed: as per the investigation procedure, (deformation, creases, wear abrasion and particles) was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [10/24/2011]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side developing sjogren's syndrome, rheumatoid arthritis, and hashimoto's disease (deemed non related).healthcare professional later reported rupture. Device remain implanted.